Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Mfg site eval: samples received: 15 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.